Manufacturer narrative:
B5- corrected- left lead was explanted and replaced and the right lead was repositioned. D6b- lead was not explanted it was repositioned. H6- codes corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced uncomfortable stimulation due to a motor vehicle accident. Imaging confirmed bilateral lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the left lead was explanted and replaced, and the right lead was repositioned due to migration.

Event description:
It was reported that the patient experienced uncomfortable stimulation due to a motor vehicle accident. Imaging confirmed bilateral lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.